Event description:
Log file review indicated that the battery also had a communication error.

Manufacturer narrative:
Corrections: b3, b5, d4, e, g3, h6, h7, h9, h10. Product event summary: the controller and one (1) battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and battery revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm due to a communication error involving the battery. Analysis of the data log files revealed multiple premature power switching events due to momentary disconnections and communication errors involving the battery. Data log files also revealed multiple instances involving the battery where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors between the controller and battery. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / serial #: (B)(6). D10: yes, return date: 13-nov-2017 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-jan-2017 h6: FDA method code(s): 4112 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient experienced power switching events and critical battery alarms. The controller (B)(4) and one battery (bat510344) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and battery revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log files revealed one (1) critical battery alarm due to a communication error involving bat510344. Additionally, log files recorded power switching events due to momentary disconnections and communication errors involving bat510344. As a result, the reported events were confirmed. The most likely root cause of the reported critical battery alarm can be attributed to a communication error between the controller and battery. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors. Heartware has opened an internal investigation to evaluate momentary disconnections between the controller and batteries. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical device: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. **additional system component being reported for this event: battery/(B)(4)/ catalog number: 1650 / expiration date:01/31/2018. UDI #: unk. Not returned to manufacturer. FDA device code: battery issue c63030; FDA 2885: heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's power sources switched from one to the other earlier than expected. "Critical battery" alarm was also triggered while the battery capacity was not less than 10%. The devices were exchanged with no reported patient consequence. No further information has been provided.